Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is detaching from the infusion set by itself. The customer's blood glucose reading was 358 mg/dl at the time of incident. Troubleshooting advised customer to return the set for analysis. No further details given.